Event description:
A patient recently implanted with an evoke spinal cord stimulator (scs) system reported pain in the right trunk area and unintended stimulation when performing the impedance check. Pain medication was administered but was unsuccessful. The physician¿s evaluation determined that the patient¿s evoke cap12 percutaneous lead positioning in their epidural space was potentially contributing to the reported patient¿s symptoms. A revision was performed, and the lead was replaced and repositioned.